Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips of insulin were seen out of the end of the tubing during fill tubing. During troubleshooting with tandem's technical support, the user disconnected the luer lock connection, reconnected the connection, and verified insulin dripping out of the tubing. The user's blood glucose level was 120 mg/dl.